Manufacturer narrative:
All of the buttons are functioning properly, no damage was found on the keypad assembly noted and the connector on the printed circuit board was inspected and properly connected. The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was received with cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that keypad is unresponsive.